Event description:
In 2006, the lay user/pt contacted lifescan alleging that his one touch ultra meter was prompting the error 3 message. The senior medical affairs specialist mailed a letter since the pt could not be reached by telephone. According to the owner's manual, the error message would occur when a blood or control sample was applied before the apply sample symbol. The pt attempted to test during the onset of his symptoms and was unable to obtain a result. The pt described feeling as "though something was wrong". He administered 15 units of novolog insulin plus an additional 7 units following the attempted use of the meter. He was admitted to the hosp and administered IV glucose. The pt could not recall the meter used at the hosp; however, the result was "above limit on meter". It is not clear what he meant by this result as he would likely not receive glucose for a high reading. It would have been helpful to know how long the pt had been unable to obtain a blood glucose result, his medication regimen, when he felt as though something was wrong, what type of symptoms he experienced, the result obtained at the hosp, treatment received, and diagnosis. The customer care advocate verified that the pt was using the correct testing technique and the test strips were in good condition. The cca was unable to complete troubleshooting, as the pt did not have test strips. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt felt as though something was wrong and was unable to obtain blood glucose results. After this attempt he administered a dose of insulin, and received IV glucose treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.